Event description:
An orsiro drug-eluting stent system was chosen for treatment. After successful stent deployment it was not possible to deflate the delivery balloon. Therefore the non-deflated balloon was withdrawn into the guiding catheter and removed from the patients body. The lot number is unknown.

Manufacturer narrative:
7/18/19 - lot number was corrected. Neither the complaint instrument nor the angiographic film was available for investigation. Therefore no technical investigation on the subject could be performed. To verify the manufacturing history the concerned lot number is necessary. This was only possible after extended efforts. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause is most likely related to external factors during the procedure.